Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the ccd sinal wire rupture. Based on the result, we concluded that it was caused due to an excessive force appled on the wire. Correction information: g6: follow up #1. H6: coding changed based on the investigation result: component code. Additional information: h2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Ec38-i10cf2 is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
The cmos wire was damaged during the last repair. So there is no led light. This event occurred at the time of before use. There was no report of patient harm.